Event description:
It was reported the patients implant replacement was painful and "hard for the patient" for a few months. The current drug in the pump was dilaudid, but the drug in the pump at time of event was unknown. Additional information was received from a consumer (con). It was reported that the patient was still in a lot of pain and the pump was twisted in front, and is flat again. The pump is sort of angled in the gut. After the surgery for both laminectomy and pump replacement for longevity, the healthcare professional (hcp) let the pump run at 2mg and didn't give patient a therapeutic dose for a week. Patient was brought up to 6mg and was in a lot of pain and noticed in the area where the laminectomy was done being in more pain. The laminectomy was performed at the same time as her pump replacement for longevity. Patient has had fibromyalgia for the past 20 years. Patient had a little bit of scoliosis in 2006 and spinal radiculopathy in (B)(6) 2010 patient switched from dilaudid to bupivacaine at some point in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.